Event description:
It was reported that the patient alleges that a bolus recommendation provided by the blood glucose monitor was not accurate. No adverse event was reported. The blood glucose monitor was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).